Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The home patient (hp) disconnected to use the restroom and the hc went into drain 1. The alarm sounded so the hp hooked back up. The technical service representative (tsr) explained the air alarm and that this therapy is over. The hp already cycled the power. The tsr had the hp disconnect and cycle the power again to get back to the beginning. The tsr advised the hp to contact the nurse regarding the alarm. The hp would use new supplies. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was confirmed and the assignable cause is patient disconnected without following emergency disconnect procedure, use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).